Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however, the physician admitted to shearing off the distal tip of the device accidentally. Therefore, the most probable root cause is user/use error. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the balloon was sheared off above the ro marker by the physician and was left inside the common bile duct (cbd). The physician used another extractor to remove the distal tip of the balloon from the patient. The physician completed the procedure with the second balloon. There were no patient complications reported as a result of this event.